Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue of the mounting screws from pole clamp mounting assembly being completely striped was confirmed. ¿ the pole clamp was observed to be removed from the pcu. Pole clamp inspection confirmed that the thread of the mounting plate was pulled by the screw. ¿ the cause of the screw having stripped from the pole clamp mounting plate was not identified during the investigation; however, there have been no other reports of this issue occurring. ¿ no testing was made due to no patient involvement. ¿ a review of the device logs was not deemed to be required since there was no patient involvement. ¿ the pcu device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported on pole clamp assembly issue could be attributed to an excessive use of force when putting together the pole clamp and the mounting plate. Note that imdrf annex a1801, c23, c07, g02017, d15, d11 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pcu had "issue on pole clamp assembly, mounting screws from pole clamp mounting assembly, screws was completely stripped." There was no patient involvement. Bd received additional information. Per customer, "the pole clamp bolt looks to have pulled the threads out of the mounting plate."